Manufacturer narrative:
The returned device was evaluated and the investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the exact timing and cause of the damage are unknown.

Manufacturer narrative:
The device has been returned/received and is pending investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 400 mg/dl. The pod worn longer than 48 hours on the arm. The patient was placed on an intravenous therapy of fluids (for dehydration) and given insulin shots. The patient was released a few hours later.